Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) 487 mg/dl. Insulin injections were administered and correction boluses delivered to address bg. Customer was hospitalized and treated with intravenous insulin. Customer discharged the same day with elevated bg resolved. Customer alleged pump was not delivering insulin. System check with tandem technical support confirmed the reported device issue. Customer reverted to using manual injections for insulin therapy.

Event description:
As the event occurred in the past, tandem technical support was unable to confirm reported issue.